Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was retained by the customer. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician, in-training in the use of the proglide device, attempted arteriotomy closure of a non-calcified right common femoral artery (rcfa)after a diagnostic procedure. Reportedly, while advancing the knot the suture broke. The device was removed and manual compression was applied to achieve hemostasis. The patient did not experience any adverse effect. Though requested, no additional information was provided.